Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing issue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it is being retained by the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide got stuck in the vessel. Surgery was performed to remove the device. There was no vessel damage. The tavr procedure was postponed. Patient had extended hospitalization as a result of the device issue. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Updated: the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of hemorrhage is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide break/ separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user medwatch report# mw5109650e4 - initial report sent to FDA updated from "no" to "yes". H6: health effect - clinical code 4582 removed.

Event description:
User facility medwatch report received that states: "a valvuloplasty was intended on patient. Upon perclosing the access to the groin the proglide prostyle closure device broke and became lodged in the iliac artery. Physician unable to work it free. Another heart surgeon was consulted for a vascular cutdown for exploration. Access was attempted to be tamponaded with a 12mm peripheral balloon via access from opposite side but bleeding continued. Patient had extended length of stay due to incident, intervention to stop bleeding which could have been life threatening and a second procedure, all as a result of device breaking. FDA safety report ID# (B)(4).". Additional information was received: the arteriotomy closure was attempted in the left common femoral artery. The bleeding was stopped with manual compression and balloon angioplasty; surgical repair of the profunda artery. No additional information was provided.